Event description:
The patient presented in-clinic due to episodes of syncope. Upon investigation, the device was found to be at end of life (eol). Premature battery depletion was suspected, however, any relation between the reported syncope and the device remained unknown. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device was at end of life (eol) level upon receipt and battery voltage recovered during analysis due to device being without load after explant. Analysis of device image indicated device operated at high pacing output settings and autocapture was enabled during implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed found no anomaly. Longevity assessment was performed, and implant duration exceeds total projected longevity indicating normal battery depletion.